Event description:
It was reported that the patients spinal cord stimulator (scs) leads were fractured causing inadequate stimulation. Lead fracture was not confirmed through imaging. Additional information was received that the patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076880.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads were fractured causing inadequate stimulation. Lead fracture was not confirmed through imaging. No further information could be obtained.